Manufacturer narrative:
The device is mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with s321 (motor error - pmc, left) malfunction alarm code. The device was returned to the biomedical department with an unsigned note that stated, "s321 and s320 malfunction alarm, unable to reset channel". No specific pt info, pump programming, or event details were provided. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, on power up, the device alarmed with a s321 (motor error - pmc, left) and s320 (homing timeout, left) malfunction alarm code. No additional information was provided.